Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge leaked. Customer's blood glucose (bg) level was 538 mg/dl). Customer addressed bg level with manual injections. Customer was able to insert a new cartridge and resume insulin delivery.